Manufacturer narrative:
The reported complaint of the solex 7 catheter leak was confirmed. A pinhole leak was observed in the middle of the serpentine balloon during functional leak test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Observed blood residue on the serpentine balloon. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed in the middle of the serpentine balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the quattro catheter with lot # 89014. (B)(4), reported on (B)(6) 2019. Pinhole leak on the serpentine balloon.

Event description:
The (B)(6) male patient underwent ivtm treatment. The solex 7 catheter was inserted into the right internal jugular vein by the frequent user. The insertion was smooth. One and a half hours later, the saline bag was observed empty. The saline fluid in the start-up kit (suk) was tinted red. The catheter and the suk were replaced, however, the empty saline bag was observed again after approximately one and a half hours. Per reporter, the ivtm therapy was stopped and temperature management treatment was continued with surface cooling. No consequences or impact to patient was reported. See MFR 3010617000-2019-00846 for the first catheter issue.